Event description:
In early 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter has a cracked/broken case. This complaint is classified based on the documentation of the customer care advocate, as the pt was not available for follow-up questions. The pt controls her diabetes with humalog 70/30 mixed insulin. The meter casing issue began in late 2008. It is not known whether the pt was able to obtain any blood glucose reading after the reported issue began. On original date at 8:30am, the pt sought medical advice over the phone from a healthcare provider (hcp). The hcp instructed the pt to take 70 units of humalog insulin at 8:30am. As a result of the reported issue, the pt reportedly took 110 units of 75/25 humalog at 10:15am. When the pt tested on another device at 11:30 (unspecified am or pm), the pt obtained a blood glucose reading of "hi." The pt indicated that she did have any symptoms at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, was the pt's diabetes medication changed immediately before and sometime after the medical intervention, and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physician activities. The meter casing issue was not resolved with troubleshooting. This complaint is being reported because the pt allegedly obtained a "hi" reading which could be suggestive of a hyperglycemic condition and was reportedly treated with insulin by the healthcare provider after the meter casing issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Information from section a2 and a4 is not available.